Event description:
Description of event according to initial reporter: patient with celect ivc filter found to be fractured, one arm and one leg embolized to lung, one leg retained locally, tip embedded. Removed with forceps. Lung fragments removed in 2 separate procedures at 2 different hospitals. No harm. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.